Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the rtos and the gpos and the backplane and the integrated shutdown printed circuit board as well as the ps1 and the ps2. The system was tested and found to be working as intended and put back in service.